Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the information available an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the console did not recognize the fiber. The fiber tip was not cleaned. The procedure was not completed. Patient outcome is unknown.

Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibit no signs of breaks/fractures. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the lack of damage on the returned device and the successful functional test, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the console did not recognize the fiber. The fiber tip was not cleaned. The procedure was not completed. Patient outcome is unknown.